Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, malposition.

Event description:
Healthcare professional reported rupture and exchange from textured to smooth due to concern with the product. Healthcare professional later reported capsular contracture baker grade iii and "breast firmness after falling on her kayak, rippling and malposition possibly due to recent trauma". In addition, healthcare professional reported "rupture". The device was explanted and replaced. This relates to the right side.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. Rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture and exchange from textured to smooth due to concern with the product. Healthcare professional later reported capsular contracture baker grade iii and "breast firmness after falling on her kayak, rippling and malposition possibly due to recent trauma". In addition, healthcare professional reported "rupture". The device was explanted and replaced. This relates to the right side.